Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified left anterior descending artery that was 95% stenosed. Pre-dilatation was done with a 1.5x12 semi-compliant balloon at 12 and 14atm. The 2.75x38mm xience xpedition stent was deployed at 10atm followed by post dilatation with 3.0x12 non-compliant balloon at 12 and 14 atm. A distal edge dissection was then observed. The dissection was covered with a new xience prime stent. There was no adverse patient sequela reported. No additional information was provided.